Event description:
The customer reported that the fluid/air exchange was unable to be done during surgery. There were multiple attempts made. After a 15 minute delay, air was injected manually with a syringe to complete the procedure with no harm to the pt.

Manufacturer narrative:
A sample has been received for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).